Event description:
It was reported that an alert was received due to this right ventricular (rv) lead exhibiting high out-of-range shock lead impedances measuring 125 ohms. There was no evidence of noise. Technical services discussed possible causes and to consider raising the upper rate limit. At this time, the lead remains in service. No adverse patient effects were reported.